Event description:
On [redacted date], a user notified corporate supply chain that a certain type of kit was missing povidone-iodine swabs and ointment. Corporate supply chain escalated this to the manufacturer, suspecting a defect. The reply from the manufacturer was that there was a notification sent out to their customers (they failed to notify us) that many types of their kits will not have these products in the kits until the end of december 2023 (6 months). The notification they sent us is dated [redacted date]. The packaging indicated that these swabs are located in the kit, causing the team to have to leave the room or send someone out of the room to obtain a chlorhexidine swab for skin prep during a sterile procedure. This puts the patient and procedure at risk. We have asked avanos to place a sticker on the package to indicate some contents are missing. They refused. We requested it again and asked they escalate this to their clinical leadership. [Redacted name] clinical leadership has concerns for patient safety and multiple manufacturers have stickered their kits for timeframes far less than this. This is a 6 months period where users will not have the required elements of the kit. 1) failure to notify. 2) failure to provide a safe solution comparable to other manufacturer responses. Manufacturer response for kits, kits (per site reporter). Additional call with avanos scheduled for [redacted date] to escalate our concern for lack of sticker/label notification.